Manufacturer narrative:
(B)(6). Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the crimped stent found that proximal stent row 6 was damaged with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. The balloon was inflated successfully to rated burst pressure using an encore inflation device. The balloon deflated within measurement. Encore inflation device verified before and after using druck pressure gauge. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube showed no signs of damage. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the polymer extrusion. The device was loaded on a 0.014¿¿ guidewire without issue. No other issues were identified during the product analysis. The investigation conclusion was unable to be determined. (B)(4).

Event description:
A 3.00 x 38 synergy ii drug-eluting stent was received with no issues reported. However, upon completion of the device analysis, proximal stent damage was noted.